Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer evaluated the ventilator and the issue was resolved after replacing the main printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable alarm on the vela ventilator while on a patient. The customer reported that the ventilator was swapped. The customer confirmed that there was no patient harm associated with the reported event.